Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1, 18 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the ventricular channel, confirming the clinical observation. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the memory content as well as the therapeutic functionality of the ICD were thoroughly analyzed. In the available iegms the occurrence of noise was observed in the ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Ous MDR- a complaint is being submitted for the above mentioned ICD due to noise on the rv channel that resulted in event detection in the vf zone. The patient did not receive a shock as a result. We became aware of this issue due to a home monitoring alert. This device was upgraded to a dual chamber ICD on (B)(6) 2015. There were no other adverse patient events reported.